Event description:
It was reported that the user initially believed they were hypoglycemic while starting on the ilet, later clarified that a non-calibrated cgm had been reading low when capillary glucose was in range, and on a subsequent night experienced a confirmed fingerstick hypoglycemia of 37 mg/dl followed by rebound hyperglycemia above 400 mg/dl after ingesting multiple servings of juice; the user also complained about the absence of a manual correction bolus feature, which was explained as system design. Symptoms included hypoglycemia and hyperglycemia. Outcomes included self-treatment with oral glucose and subsequent automated correction by the system without hospitalization. Investigation included user interview, review of device behavior, and counseling on system learning, cgm calibration discrepancies, and treatment of lows. Investigation of this case revealed cgm inaccuracy leading to perceived low on one occasion and probable overtreatment of a true low on another occasion, with device functions and alerts operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.